Event description:
Medtronic received information that complete heart block was observed following the implant of this transcatheter bioprosthetic valve. A permanent pacemaker was implanted the following day. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the pav. No other adverse effects were reported.